Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was opened, it was discovered that the stent was split. Reportedly the stent did not split into two pieces and the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.analysis of the returned percuflex plus ureteral stent revealed that the renal pigtail of the device was torn. Additionally, the suture hole was ripped and the suture was not present with the return, which is evidence of manipulation. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opened the packaging.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was opened, it was discovered that the stent was split. Reportedly the stent did not split into two pieces and the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.